Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected blank display anomalies noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were within specification. No moisture damage was noted on electronic assemblies. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer was pushed into a pool. Customer's blood glucose level was 7.0 mmol/l. Customer believes that his basal is being delivered but the screen is blank. Customer did not take a travel loaner. Customer does not have a back-up plan. Customer was advised to try putting the pump in rice while waiting. Insulin pump will need to be replaced. No further details given.